Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 (B)(4) (hcp, rep): information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 50mcg/ml for a total dose of 75 mcg/day via an implantable pump for non-malignant pain. It was reported on an unknown date healthcare professional (hcp) was not able to refill. It was noted the pump was flipped. An x-ray was obtained to determine the pump had flipped. Surgical intervention occurred. It was noted the issue was resolved and patient status was alive-no injury at time of report. It was noted surgical intervention occurred as the pump was found to be flipped at refill appointment. No further information was provided.